Event description:
The coronary sinus catheter was utilized in an ablation catheterization procedure for dysrrhythmia. Due to the pts abnormal venous anatomy the coronary sinus catheter entered and perforated the right ventricle instead of passing into the coronary sinus. An echocardiogram detected pericardial effusion and the pt required surgical drainage and a suture of the perforation site. The pt's postoperative course of treatment was reported as uncomplicated and the pt's prognosis was excellent.